Event description:
Same case as manufacturer's report # 6000130-2005-00344 and 6000093-2005-0063. It was reporter that during a pta/stenting treatment procedure, a fracturer in the core of the iq marker guide wire occured. The pt was asymptomatic, during this event. The lesion being treated was an 80% stenotic lesion in the circumflex coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access, and a 6f mach1 guide catheter to cross the lesion. The fracture was detected on fluoroscopy and did not result in complete separation. The iq marker guide wire was removed without difficulty, and another iq marker guide wire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as good.